Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted in the oblique direction a 13.7mm vticmo13.7, -5.0/1.0/065 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem.